Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 15. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding, abscess, and inflammation. No further patient complications were reported.